Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2017, an evar was performed for a patient with abdominal aortic aneurysm. A bifurcated stent and proximal extension were implanted. An angiography was performed and it showed an endoleak from the distal portion (right side) of bifurcated stent. The physician elected to reline the bifurcated stent area with another proximal extension. Another angiography showed that the endoleak has decreased but did not completely disappear. On (B)(6) 2017, during a follow up, it was reported that a CT showed that the endoleak had disappeared and the aneurysm size had decreased. The patient is currently being monitored and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a type iiib endoleak of the main body (intra-operative). The most likely cause of the compromised stent graft integrity of the main body could not be determined due to lack of medical information during the implant. Procedure related harms included intra-operative type iiib endoleak, which was treated by placing an additional infrarenal cuff but was unable to resolve the endoleak. The patient was under surveillance. Reportedly, the endoleak disappeared post one month of the implant. To date there has been no reports of further negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.